Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 4. The patient was presented with flail leaflet, dilated left atrium. First clip was implanted on the mitral valve. After deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). In the physician¿s opinion, the slda was due to pre-existing patient anatomy (dilated left atrium and friable leaflet). Two clips were implanted to stabilize the first clip, reducing mr to grade 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation is due to patient anatomy. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na